Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with failure to interrogate with rf telemetry; however, interrogation with a wand was successful. Rf merlin.net transmitter was not able to communicate with the device. Firmware download was performed successfully and restored rf functionality. The patient will continue to be monitored.